Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to 643449 & 643453. The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) stayed inside the loading tube upon removal. The blue side was unlocked and the actuation button was depressed. The seal made contact with the patient. The procedure was completed with a new device. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h6, h10 the lot # 25159417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a